Event description:
It was reported that during a colon resection procedure, on the first firing with a white reload, only one row of staples deployed below the cut line and three rows of staples deployed above the cut line. The snap of the reload could be heard when the device was being loaded. The device was fired across mesentery, so there was no tissue tension. The cut line did not appear complete, but the sales rep was unsure as her view was obscured. There was some bleeding and oozing along the staple line with the single row of staples. The bleeding/oozing was controlled using a harmonic device as well as by placing clips along the entire staple line which had only the one row of staples. The case was completed with another like device and blue reload, which worked fine. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one psee60a device was returned in good visual condition and with one ecr60w cartridge reload present. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no short cut or absent cut were noted during functional testing. No incomplete staple line was noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (ml)? N/a very little. Did the patient require a transfusion? No. Was the device swished and the anvil wiped between firings? This was first fire but yes. Was the device fired across or near an existing staple line or clip? No first fire.